Event description:
While removing IV catheter, noticed end of catheter (distal) missing. Unable to determine if catheter defective or if tip broke off or was cut. Infant underwent surgical procedure to remove. Complete removal of tip successful.